Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (lot) and h4. Corrected: d4 (primary UDI number). H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h4, h6: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Device history lot: a manufacturing record evaluation was performed for the finished device. Product code: 186770445s and lot number: tbammq. It was electronically reviewed and the following non-conformance has been observed: jbl-nr-0024929. The issue described in nr is a cosmetics issue. No non-conformances /manufacturing irregularities related to the malfunction were identified. The product was released on: 20- dec 2023. Manufacturing site: jabil le locle. Expiry date: 30 nov 2028.

Event description:
It was reported that this was anteroposterior fusion (l3-5) for lumbar spondylolisthesis on (B)(6) 2024. Conduit lateral was used for the anterior and prime fenestrated for the posterior. In the surgery, the anterior was done with no problems and opened to insert the prime fenestrated screw in the posterior l3. The prime fenestrated screw could not be attached to the prime improved adapter. It was checked to see if there was a problem with the prime improved adapter, but it could be installed on the other screws without any problem. The prime fenestrated screw, which could not be installed, was checked and found that the thread at the top of the tab was deformed in one part. The patient was not affected because the defect was confirmed prior to use. The surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.